Event description:
It was observed that during the device evaluation, the duodenovideoscope had lens glue chipped and connecting tube protuded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the previous report. Upon review of complaint record, the field h6 medical device problem code was inadvertently marked as a0404 crack. Correction made: h6 medical device problem code - a040506 peeled/delaminated.

Event description:
No additional information received from the customer.